Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient died from ventricular fibrillation arrest. There were 15 egms transmitted through merlin.net transmission during that time. All of the egms were stored as non-sustained rv oversensing, although the patient was in vf. There were a number of intervals in the most recent egm that were binning as sinus because the rate was slower than vt zone cut-off (190 bpm) settings. There was undersensing on the ventricular channel because the fast vf rhythm was greater than the vf zone cut-off (250 bpm) settings. The ventricular deflections were very small with r wave amplitudes below the programmed maximum sensitivity. It was mentioned that the device may have been able to sense more of the vf if the decay delay was programmed to 0 ms, but it may still have missed some of the deflections. It was noted that the physician had never performed dft testing on this patient. No further information is available at this time. The device is included in fsca advisory for premature battery depletion.